Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "during use, a "cuff system leakage" alarm occurred. The hospital technician confirmed the alarm and replaced it with another intellicuff. There was no health hazard. I checked the operation and found that when the setting is set to 25 hpa, the pressure is maintained at 25 hpa, but the pressurization continues for a long time. The "cuff system leakage" alarm also does not go away. There are no leaks in the tubing or endotracheal tube used in the test. "